Event description:
On aug 13, 2008, the distributor reported that on an unknown date, the screw on the rod caliper had worked itself loose. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
It was unknown if the event occurred in surgery. Evaluation is pending.